Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector (us) flared up in patients leg and had to be unplugged. Patient was not burned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Corrected sections: e1- initial reporter corrected to (B)(6).- event site email corrected to-(B)(6). The device was returned to the factory for evaluation on 03/02/2020. An investigation was conducted on 03/26/2020. A visual inspection was conducted. Signs of clinical use heavy amounts of blood and tissue was observed on the bipolar jaws as well as on the cutting device. No defects were observed. An electrical evaluation was conducted. No self-activation or keying was observed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. There was no self-activation or keying observed. Based on the retuned condition of the device, the reported failure "self-activation or keying" was not confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector (us) flared up in patients leg and had to be unplugged. Patient was not burned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.